Event description:
Started to experience breast pain on and off which increased in intensity - waking me up at night. Slowly progressed to constant pain with associated symptoms to include lymphadenopathy, fatigue, headaches, vertigo, numbness in arms, heart palpitations and waves of nausea. Due to these symptoms, I am unable to do the things I used to. None specifically, I'm unable to lift greater than 5 lbs with my arms, unable to exercise (swim, golf) or mow lawn without increasing pain in breasts. After symptoms increased in frequency, saw a surgeon for consult. Recommendation for explant of breast implants due to known issues and recent recall. Breast pain and associated symptoms are creating deficits in my daily activity and functioning.